Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittent lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on january 23, 2023. The explanted device was received at the company on february 21, 2023, and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another cochlear device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The residual gas analysis test revealed moisture that exceeded the test limit. It is believed that the failure of this intra cochlear stimulator (ics) device was caused by the loss of hermetic seal, which was concluded by the assessment of the residual gas analysis data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.